Event description:
There was an allegation of a display issue with the coaguchek xs meter. The meter display is only partial in the results field. The user attempted to perform a display test and the meter displayed black marks in the results field. The meter did not display "88.8". There was no allegation of a result misinterpretation.

Manufacturer narrative:
The meter was requested to be returned. The investigation is ongoing.

Manufacturer narrative:
Investigation of the returned meter found the battery contacts and the circuit board were contaminated by liquid from a leaked battery which penetrated and corroded the solder contacts. The root cause was found to be the contamination of the contacts due to improper handling or maintenance.